Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and the ventilator passed extended self testing. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator became inoperable. The ventilator was not on a patient at the time of the event.